Event description:
The sponges release fiber when used inside of wounds. This is a potential for complications including infection. The label should specify that this product is for external use only.